Event description:
Information was received from a consumer regarding a patient receiving clonidine and morphine (concentrations and doses unknown by the reporter) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. It was reported that the patient missed a pump refill on (B)(6)-2016 due to a scheduling mix up. The pump was alarming. The patient was not having withdrawal symptoms. She was tired yesterday ((B)(6)-2016) and slept all morning. The pump could not be filled until (B)(6)-2016 because the doctor was out of the office on vacation. The patient wanted to know when the alarm went off how long it would be until the pump was empty. On (B)(6)-2016 additional information was received from the patient and she reported that she was experiencing cold sweats and dry heaves. The patient had been unable to get a straight answer from the doctor's office; she knew she was going through withdrawal symptoms and wanted to know how long it would last.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.